Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room due to elevated blood glucose (bg) levels (853 mg/dl), and diabetic ketoacidosis. Customer stated they were vomiting and unconscious upon arriving at the emergency room, and was subsequently hospitalized. Customer reported they don't believe the pump is delivering insulin. Customer was treated through intravenous insulin and fluids, and released from the hospital on (B)(6) 2017.

Event description:
It was reported that the customer was taken to the emergency room due to elevated blood glucose (bg) levels (853 mg/dl), and diabetic ketoacidosis. Customer stated they were vomiting and unconscious upon arriving at the emergency room, and was subsequently hospitalized. Customer reported they don't believe the pump is delivering insulin. Reportedly, the customer's health care professional removed the customer from the pump, and indicated they do not believe the pump is a "good fit" for the customer. Customer was treated through intravenous insulin and fluids, and released from the hospital on (B)(6) 2017. Reportedly, treatment received while the customer was in the hospital resolved the reported issue, and there was no permanent damage to the customer.